Manufacturer narrative:
Additional information received that the defective cuff was replaced with a 4.0cm cuff. The surgery was completed successfully with no further complications. Malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Review of the manufacturing records for batch 1000137275 from container 22393889-009 confirmed that there was a total of (B)(4) units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the (B)(4) finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced an explant of an artificial urinary sphincter (aus) cuff due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the cuff was revised because the cuff was unable to void.

Manufacturer narrative:
Malfunction was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Review of the manufacturing records for batch 1000137275 from container 22393889-009 confirmed that there was a total of (B)(4) units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 1 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced an explant of an artificial urinary sphincter (aus) cuff due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the cuff was revised because the cuff was unable to void.

Event description:
It was reported that the patient experienced an explant of an artificial urinary sphincter (aus) cuff due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the cuff was revised because the cuff was unable to void.